Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on may 14, 2021. Section h3: device evaluated by manufacturer: yes, device evaluation: one (1) device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported residue/smears on the patient interface that was for the left eye. The surgery was completed by switching out the patient interface. There was no patient injury, medical or surgical intervention required.